Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low battery alert and bolus not delivered. Customer's blood glucose value was unknown. The customer stated that he was not able to go through the history to see if the boluses were delivered. The customer stated that the batteries only lasted 5 days. The customer was advised to call back to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected off no power alarm or low battery alarm noted. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.